Manufacturer narrative:
The complaint allegation is confirmed based on the photos provided by the customer. Visual evaluation revealed that the rasp blade is completely broken off of the shaft. Arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces; misaligned insertion and/or prying/leveraging the device during use.

Event description:
On (B)(6)2024, it was reported by a sales representative via email that the end came off of an ar-8550pr powerasp, 5.5mm x 13cm. This occurred on 08 april 2024 while the surgeon was using the power rasp in the subtalar joint. The case was completed successfully and the broken end of the rasp was retrieved from the joint using a rongeur and artery forceps.